Event description:
Investigation results completed on a fluid warming/level 1 hotline low flow systems - hl-390 . Summary in h -1.

Manufacturer narrative:
Investigation results completed on a smiths medical fluid warming/level 1 hotline low flow systems . Device arrived with broken lcd . Complaint was verified to lcd and pcb board. External forces are cause isolated to issue of loss of electrical circuit. May be due to device use setting, in emergent care, where wear and tear are imminent. Device passed all functionaland delivery testing.

Event description:
Information was received that a smiths medical fluid warmer was not alarming during testing. No patient involvement.